Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via a manufacturer representative (rep). It was reported that the lead had migrated and the patient was not feeling stimulation on either side. It was indicated that the patient started the trial on (B)(6) 2017.